Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer noted a blood glucose level of 400 mg/dl and administered themselves insulin through multiple daily injections, declining the need for emergency services. Despite initial troubleshooting, the customer was advised by technical support to remove the pump from its case. To continue with troubleshooting, further contact was attempted, but only a voicemail was left, and a follow-up email was sent before closing the case.